Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This product has been returned and evaluation was completed.

Event description:
It was reported that this patient had a band aid over their incision, as their clothing was bothering them. When the band aid was removed, if was found that part of the right ventricular (rv) lead wire had eroded out of the pocket. The system was removed for infection, and a new temporary lead was placed without incident. The temporary wire was externally attached to this pacemaker, until a new system could be implanted. No additional adverse patient effects were reported. The product has not been returned. If additional information is received, this report will be updated.